Event description:
On 6th july 2026, it was reported by an arthrex employee via email that 2 units of ar-8724v-22s, low profile va locking screw, 2.4 x 22 mm, sterile, the locking screw inserted into the most radial position of the most distal row penetrated the plate and protruded dorsally. A second attempt using a different screw resulted in the same issue¿penetration through the plate¿suggesting a defect in the plate, ar-8924vsl-03s, 2.4 mm volar distal radius plate, standard, left, 3 hole, sterile, itself. This was detected during use in a plate fixation surgery for a distal radius fracture on (B)(6) 2026. The procedure was completed successfully as the decision was made to abandon screw insertion at that specific hole; although the total number of screws contributing to the fixation was reduced by one, the surgery was completed anyway. No significant surgery delay reported. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown. 7th july 2026 - the complaint initiator provided further information that to retrieve the screws, an additional incision was made on the skin opposite the plate fixation site.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.